Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.